Event description:
The customer reported the device on/off switch was working intermittently. Customer reported the device could be turned on using the front bezel. There was no patient involvement.

Manufacturer narrative:
The power management board was returned to the manufacturer for failure investigation. The board was tested by the failure investigator who documented the following results: the customer returned power management pcba (row#1) was installed in an fi test ventilator. It could be powered up and shut down by pressing the on/shutdown button. However, pressing the nav-ring button also would turn on the ventilator. This was caused by contamination causing an electric connection between the nav-ring signal and the on/shutdown signal under the ferrite bead block fb5. Removing fb5, cleaning and resoldering it resolved the problem ¿ the ventilator started up and shut down only when the on/shutdown button was pressed.

Manufacturer narrative:
Updated.